Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One brk transseptal needle and stylet were received for evaluation. Visual inspection revealed multiple bends throughout the needle. The needle was flushed, no resistance was noted. The returned stylet was fully inserted and removed; no resistance was noted. The needle was flushed with fluid using a slip tip syringe with no functional anomalies noted. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of reported event could not be determined.

Manufacturer narrative:
510k (g3) are not provided within this report as this product (model 407201) is not referenced in the gudid database.

Event description:
During a pulse field ablation (pfa) procedure, the physician was unable to clear air following insertion of the needle. After multiple attempts to clear the air, a new needle was used to complete the procedure with no consequences to the patient.